Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was severely interrupted and weakened, and the connection was corroded. A root cause for the new malfunctions could not be identified. Based on the results of the investigation, it is likely the reported inverted image occurred due to a failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had an inverted image. This issue was found during inspection for use. There were no reports of patient involvement.